Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 477mg/dl. Troubleshooting was performed, and not damage to the drive support cap noted. The caller stated that the tubing going under the skin was bent in half, and she was not getting insulin. The customer mentioned not using the device the way she should, eating more, and bolusing more. She stated that the endocrinologist advised her to take off the insulin pump for now due to excessive boluses and food. The time, date, basal rates, and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.